Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported receiving a battery out limit alarm from the insulin pump, and that he then could not clear it, with no response from the pump's buttons. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's reported blood glucose value was 44 mg/dl. Customer treated this with food. No further information was provided.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specifications. No unexpected battery out limit alarms noted. The insulin pump was received with intermittent buttons due to moisture damage at keypad traces. The insulin pump was received with cracked case at battery tube threads, cracked belt clip slot and minor scratches lcd window.